Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 10:32am. Ems arrived at the patient's home and performed resuscitation attempts. An emt reported that the lifevest delivered a treatment and the emt was shocked. The emt alleged that the lifevest did not give any audible commands prior to the treatment. The emt did not report any injury resulting from the alleged treatment. The patient allegedly experienced an asystole event. The lifevest considers asystole to be a non-treatable rhythm. The device has not yet been recovered for investigation. The last download data available is from approximately four hours prior to the patient death. Zoll has been unable to confirm whether a treatment was delivered by the lifevest. There was no allegation that the lifevest caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Follow-up report #1: additional information - 03/26/2019. The patient's device was returned to zoll. Download data confirms that the patient was treated one time during the event. The patient degraded from bradycardia to asystole at approximately 09:56:49. CPR artifact was present beginning at around 10:00:21. The lifevest delivered one treatment at 10:31:01. The rhythm at the time of the treatment was an idioventricular rhythm (90 bpm). The post shock rhythm was sinus tachycardia (110 bpm). CPR artifact contributed to the false detection. The lifevest was shutdown at 10:13:09 by ems. There is no indication that the device did not alarm, as alleged by the emt. As received the device audio functionality was fully functional. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 10:32am. Ems arrived at the patient's home and performed resuscitation attempts. An emt reported that the lifevest delivered a treatment and the emt was shocked. The emt alleged that the lifevest did not give any audible commands prior to the treatment. The emt did not report any injury resulting from the alleged treatment. The patient allegedly experienced an asystole event. The lifevest considers asystole to be a non-treatable rhythm. The device has not yet been recovered for investigation. The last download data available is from approximately four hours prior to the patient death. Zoll has been unable to confirm whether a treatment was delivered by the lifevest. There was no allegation that the lifevest caused or contributed to the patient death.